Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of high blood glucose readings and a faulty reservoir. The customer's blood glucose reading was over 600 mg/dl. The customer stated that she put a new infusion set and the pump alarmed no delivery. The customer stated that she was trying to deliver her bolus as she was too high after her last no delivery. The customer stated that the cannula was bent. The customer was advised to disconnect the tubing and reservoir, and then reconnect the tubing and reservoir. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. The customer was advised to manually push the plunger and verify the tubing exits. The customer stated that the insulin did exit during manual prime. The customer stated that she will call her doctor after troubleshooting to discuss her high blood sugar.